Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 03-aug-2017, an fse conducted onsite follow-up with the customer to address the reported event. During servicing, fse cleaned and lubricated the syringe and sample needles rods and screws. They ran samples and verified the instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was dirty syringe and sample needle.

Event description:
On (B)(6) 2017, a customer reported a large syringe error with their g8 analyzer. The customer cleaned the sample needle was could not determine if the needle was bent. Technical support advised the customer to change the sample needed but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.